Event description:
Per the edwards lifesciences field clinical specialist report, during transapical tavr procedure the wire became entangled in the mitral valve. This was not identified until the ascendra 3 delivery device with sapien valve was introduced into left ventricle. The delivery system would not advance. Bleeding at sheath insertion site was noted. It was decided to place the patient on cardiopulmonary bypass perfusion, perform a sternotomy and replace valve surgical. The patient was stable at the end of the procedure.

Manufacturer narrative:
A correction was made. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, mitral valve impairment/damage, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. Per the procedure didactic, after gaining lv access with the guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected: the guidewire should be completely removed from the ventricle; the operator should change direction of needle and reinsert the guidewire into ventricle, checking again for wire entanglement. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, per report the entanglement of the guidewire in the mitral apparatus caused the difficulties advancing the transapical delivery system with subsequent access site bleeding. Other risks factors for access site bleeding include the patient¿s gender and age ((B)(6) female). There was no indication or allegation of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.